Event description:
The physician informed distributor that this endocardial lead and the pt's model were removed from sservice because the pt received shocks in normal sinus rhythm from his automatic implantable cardioverter defibrillator (aicd). The physician elected to implant a bipolar endocardial tined lead to replace the other two endocardial leads. The aicd remains implanted and functions appropriately.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.